Event description:
A site representative reported that while in a cranial tumor resection procedure, the surgeon alleged the software was unresponsive. A medtronic representative walked through trouble-shooting; then site performed a hard re-boot, re-entered the application and continued with navigation. There were no further issues. The procedure was completed with the use of the stealthstation s7 system. There was no impact on the patient outcome reported.

Manufacturer narrative:
Patient error logs have been requested. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Medtronic representative could not replicate the issue. System performed properly. Software investigation was completed the log file is corrupted. Some of log file for day of complaint is still intact. There was a problem opening a directory, as indicated by the argusstoragemanagement/postproc_invocation message, "error opening dir" for a log file, which contained an axiem "error: amplifier power fault" message.. This issue was documented in a medtronic software anomaly tracking database for further investigation.